Event description:
An implantable pacemaker system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately seven months after device system implant. The cause of death is being requested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the lead was returned in partial segments and analyzed and no anomalies were found. (B)(4)no anomalies found the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the lead was returned in partial segments and analyzed and no anomalies were found. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.